Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported this device does not cut skin properly. Customer changed the blade, no effect. Device has been changed during surgery to another similar device which worked ok. No harm, no delay. Due diligence is complete, and there is no additional information available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the reported event was confirmed as the motorspeed was low, the unit was out of calibration and the position of the control bar was not correct. The widthplate screws were also worn, and there was possible corrosion on the reciprocation arm, the needle bearing and e-ring. The motor, sleeve, shaft and sleeve bearings, width plate screws, reciprocation arm, needle bearing, and e-ring were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.